Event description:
It was reported that needle 25ga 1in had a cracked tip. The following information was provided by the initial reporter: "according to the customer's report, the needle tip was damaged."

Manufacturer narrative:
Investigation summary: to aid in the investigation of this incident, picture samples were provided for evaluation by our quality engineer team. Through examination of the pictures, the cannula point was observed damaged. As a lot number was unknown for this incident, a review of the production process could not be completed for the affected product. The assembly process has an inline camera system which inspects all needle points and rejects any defective product identified. Cannula point condition is also tested every thirty minutes and additional testing is performed prior to product release. Penetrability testing is completed to ensure that all needles are within specification. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. H3 other text : see h10

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that needle 25ga 1in had a cracked tip. The following information was provided by the initial reporter: "according to the customer's report, the needle tip was damaged."